Event description:
It was reported that during a laparoscopic gastrectomy, the clip was twisted when it was fed into the jaws. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: does twisted clip mean clip was scissored when fed into jaws? No information. Or, does this mean clip was fed sideways into jaws? No information.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, a bag with one clip with gap and one conforming clip was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No conclusion could be reached as to what may have caused the reported event.